Event description:
Customer reported testing with the freestyle meter and receiving readings between 300-400 mg/dl. The customer took insulin based on these readings. The customer took a nap and spouse could not awaken pt. The paramedics were called and treated the customer intravenously in their home.